Manufacturer narrative:
An effort was made to insert the PICC line but it did not work so it was removed. An x-ray was performed and it was noted that a 7 millimeter piece of the line remained in the infant. The PICC line was surgically removed. The complainant noted that the reported problem may be due to a technique issue. The complaint product was not returned for analysis. A review of the device history records showed that the product was manufactured according to specification and documented procedures. Catheters are 100 percent inspected at various stages during the manufacturing process for any damage that may affect the performance of the product. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specifications. Per the risk analysis, the potential cause of catheter breakage could be due to the clinician exceeding the tensile strength of catheter during removal leaving a portion of the catheter inside of the patient. It is probable that the root cause of the breakage of the PICC line was due to failure to follow the IFU for proper catheter removal.

Event description:
PICC line was attempted to be inserted but did not work, so it was removed. An x-ray was performed and noted that a 7 millimeter piece of the line remained in the infant. The PICC line was surgically removed. Note: per the customer, this could be a technique issue but he wanted us to evaluate the complaint product.